Event description:
It was reported that 10000 venflon pro safety 16ga 1.8mm od 45mm l leaked during use. The following was reported by the initial reporter: "we experienced the following problem with the pvcs. When injecting through the injection port, the valve system did not work. After that, blood or infusion solution leaked through the injection port, rendering the pcv useless. This happens with all sizes.¿. Please note that all lot numbers in the attached list were blocked for use in the hospital, we will be receiving samples. I´ll let you know when they arrive.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-16. Investigation summary : two representative samples and one used sample were received by our quality team for evaluation. The representative samples was subject to visual inspection, injection leak test, and catheter adapter leak test. The samples passed all testing and no abnormalities were observed. Upon visual inspection of the used sample, the valve is observed to have moved. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of the leakage is due to the moving valve. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA#1379444 was initiated to address the issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10000 venflon pro safety 16ga 1.8mm od 45mm l leaked during use. The following was reported by the initial reporter: "we experienced the following problem with the pvcs. When injecting through the injection port, the valve system did not work. After that, blood or infusion solution leaked through the injection port, rendering the pcv useless. This happens with all sizes.¿ please note that all lot numbers in the attached list were blocked for use in the hospital, we will be receiving samples. I´ll let you know when they arrive."